Event description:
It was reported that during pre-use self-test, cardiosave intra-aortic balloon pump (iabp) failed to display pressure. There was no patient involvement.

Manufacturer narrative:
Additional information: due to characterization limit: e1 event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site telephone is (B)(6). Updated fields: b4, d9, g3, g6, h2,h3, h6 (investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : d1 ,e1 ( event site telephone ) , h6 ( medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the cable assembly, blood pressure transducer, which resolved the issue. The unit passed all functional and safety checks to factory specification and was cleared for use.